Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from september 18, 2020 - september 19, 2020. H10: the actual device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to the untightened blue winged luer cap. Functional testing was performed by filling the device with green colored water. After fill and prime, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked cytostatic solution. This was discovered after preparation at the hospital. There was no patient involvement. No additional information is available.